Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), metrorrhagia ("metrorrhagia (bleeding between periods)"), dermatitis allergic ("allergy: rash/skin condition"), migraine ("migraine"), headache ("headaches") and fatigue ("fatigue"). The patient was treated with surgery (ablation and salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the dysmenorrhoea, menorrhagia, dyspareunia, metrorrhagia, dermatitis allergic, migraine, headache and fatigue outcome was unknown. The reporter considered dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, metrorrhagia and migraine to be related to essure. The reporter commented: she had received treatment for following events" migraine, headaches and fatigue". Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: (unspecified): bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2019: plaintiff fact sheet received. The case is upgraded from other event to incident. Previously reported ¿injury¿ was updated to more specified event¿ menorrhagia (heavy menstrual bleeding), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), metrorrhagia (bleeding between periods), allergy: rash/skin condition, migraine, headaches and fatigue¿. Reporter¿s information, demographics, essure indication (amended) and essure removal date were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.